Event description:
Pharmacy reported one of their employees stuck with needle from sealed polybag. Employee was sent to md for blood work and tetanus injection.

Manufacturer narrative:
Confirmed manufacturing defect. Product forwarded to manufacturing for further investigation. Evaluation summary: issue: injury needle stick. Regulatory compliance lab received (10) 1cc syringes in sealed polybag (lot # 7127415) which employee stuck with needle from sealed plastipak. Product was evaluated and four (4) syringes were returned with loose shield in bag and exposed cannula.